Manufacturer narrative:
Updated with additional information. The report received from the affiliate indicated that during an interventional endovascular procedure for stent placement in the abdominal aorta the physician mounted a palmaz genesis xl 50 mm stent on a 7 fr. Maxi ld 14 x 6 80 cm balloon catheter. During inflation of the balloon catheter, the balloon was noted to be shaped like a "dog's bone." The physician was not able to expand the stent with the balloon catheter and the balloon burst at 4 atm. The balloon could not be retrieved and the patient was taken to surgery. The balloon catheter was discarded and will not be returned for inspection. The palmaz genesis stent will be returned. Additional information received indicated that the aorta was moderately calcified and the target lesion was an 80% stenosis. The lesion was not pre-dilated. A 12 fr. Catheter sheath introducer (csi) was used for the procedure using the left inguinal approach with no reported difficulty in gaining access. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). The contrast used was accupaque and the ratio of contrast to heparinized saline was three to one (3:1). The instructions for use outlines the use of equal volumes of contrast medium and normal saline. Usage other than the approved labeling may involve risks not described in the labeling. The same inflation device was used successfully with other devices subsequent to the reported issue. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The catheter was noted to have been in an acute bend. The balloon inflated normally and then burst at 4 atm. Contrast leakage was noted from the balloon and not the shaft. There was no separation of the maxi ld balloon catheter reported. The balloon became caught in the stent due to the failure to open completely. The balloon was reported to seem to stick to the stent. The catheter did not kink or bend during use. The product was successfully removed during the surgical procedure. The patient did very well after the operation. No additional information is available. (B)(4): the product was returned for inspection. One non-sterile unexpanded (as crimped) stent was received in a plastic bag. Blood residues were observed on the component. A visual inspection shows that the stent was damaged / disfigured in a manner that has caused features to be severely overlapped. Additionally one area appears to have been cut or pinched. This most probable occurred when the stent was damaged / disfigured. One strut was found fractured during microscopic analysis. Sem results showed that the stent presented evidence of a broken strut; ductility, stretching and light bending characteristics can be observed in the strut. No cutting or chemical attack characteristics were noted in the fracture surfaces. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported non-uniform expansion of the stent was confirmed given the condition in which the stent was received. The cause of the reported event could not be conclusively determined; however, the DHR review and product analysis does not suggest that manufacturing factors contributed to the reported failure. It cannot be determined to what extent the damages occurred during the incomplete expansion during procedural use or during/as a result of the surgical removal. The exact cause of the stent damage could not be conclusively determined; however, based on the evidence presented by the device and the sem analysis results, it appears that procedural factors including lesion characteristics could have impacted the event. Therefore, no corrective/preventive actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2010-00079 and #9610978-2010-00148.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2010-00079 and #9610978-2010-00148.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for stent placement in the abdominal aorta the physician mounted a palmaz genesis xl 50 mm stent on a 7 fr. Maxi ld 14 x 6 80 cm balloon catheter. During inflation of the balloon catheter, the balloon was noted to be shaped like a "dog's bone." The physician was not able to expand the stent with the balloon catheter and the balloon burst. The balloon could not be retrieved by the stent and the patient was taken to surgery. The balloon catheter was discarded and will not be returned for inspection. The palmaz genesis stent will be returned. Additional information received indicated that the aorta was moderately calcified and the contrast used for the procedure was acupack with a 50:50 mixture of contrast to saline for prepping. Additional information has been requested but is not available at this time.